Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the firing mechanism on the adc lancing device was defective and she was therefore unable to check her blood glucose. Customer further reported that on an unspecified date, she experienced symptoms described as "feeling low", shaky, lightheaded, blurry vision, and thirst. Customer had contact with a healthcare professional who obtained an unspecified result on his/her glucose device and treated the customer with 10 units of insulin (type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on the returned product. The returned device was visually inspected by marked product support and damage to the device was observed. As part of the online assembly of the device, 100% inspection is carried out. The damage associated by "cracking" the body along the seam line and dislodging the central connection is not consistent with any manufacturer processes or typical usage. However, the probable cause maybe due to the user attempting to "snap" open the device at the central join line, instead of the cap, causing the reported failure mode. To this date, the manufacturer has not been able to replicate the reported failure mode. There was no product deficiency identified.

Event description:
Customer reported the firing mechanism on the adc lancing device was defective and she was therefore unable to check her blood glucose. Customer further reported that on an unspecified date, she experienced symptoms described as "feeling low", shaky, lightheaded, blurry vision, and thirst. Customer had contact with a healthcare professional who obtained an unspecified result on his/her glucose device and treated the customer with 10 units of insulin (type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported the firing mechanism on the adc lancing device was defective and she was therefore unable to check her blood glucose. Customer further reported that on an unspecified date, she experienced symptoms described as "feeling low", shaky, lightheaded, blurry vision, and thirst. Customer had contact with a healthcare professional who obtained an unspecified result on his/her glucose device and treated the customer with 10 units of insulin (type unknown). There was no report of death or permanent impairment associated with this event.